Event description:
The representative reported and inquiry to the physician was made regarding the causes of the patient's coma, hypertone, hypotone, increased spasticity, and volume discrepancies but this information was not available.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in italy who was receiving baclofen 1050mcg/day (unknown concentration and lot number) via an implantable pump. The date of the event was (B)(6) 2016. It was reported the patient went into coma (B)(6) 2016. The patient had a refill on (B)(6) and physicians had decided to increase the daily dose from baclofen 980 mcg/day to 1050 mcg/day. On (B)(6) the patient experienced hypertone when he was awake and hypotone when he was sleeping. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Initially, the dose was lowered to the previous dose, 980mcg/day. The pump was emptied and revealed the residual volume was 5ml, and the n'vision programmer reported 6.4 ml as a value. The pump was refilled and reduced to 500mcg/day and 1000 mcg/ml concentration. The issue was not resolved. Patient status was alive - with injury noted as coma. Surgical intervention did not occur and was unknown if it was planned. On (B)(6) 2016 additional information reported the patient had gone out of the coma. A transitional bolus was made.

Event description:
On 2016-08-01 additional information was received noting that on (B)(6), during a programmed refill, the dose was increased because patient's mother said she found him more spastic during last period (not specified). Now the patient was ok. After catheter control (dye study) and an MRI diagnosis in which nothing was detected from the MRI and no further procedures were done. At the moment, the patient was doing well and the therapy was effective.